Event description:
Patient reported, there were black lines on the infusion device display, but all numbers and letters were visible. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for evaluation. The complaint can be verified. The infusion device display is missing a pixel column due to an interruption of the heat-seal connection.